Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking: the following information was received by the initial reporter with the following: it was reported by customer that filter is leaking.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the filter was leaking, and returned two used sets of material 20027e, lot 25045090. Upon initial visual examination, the sets had no defects or abnormalities. The bd sets were infused with water, to flush the system. The supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filters were working properly, which shows the filters' air vent membrane hydrophobicity was compromised. Another round of flushing plus dry time was able to restore the vents to their hydrophobic qualities. This means the filters did not leak after the cleaning process, and it rules out any manufacturing error with the filters. The root cause could not be determined. Potential scenarios exist where the end user may infuse drugs/solutions into the filter that can weaken or compromise the hydrophobic properties of the air vent, such as low tension fluids like alcohol and lipids. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.